Event description:
It was reported that intermittent unspecified malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 14 pro / 2.8 / ios_26.